Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 305106 batch # 2004759 it was reported by customer that the syringes would not depress once the medication was drawn into the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Medical information received a call from the reporter to request return for 3 eylea vials. The syringes would not depress once the medication was drawn into the syringe. No actual issue with the medication itself in terms of ptc. The syringe and vials are all available for return. No patients missed a dose due to this event. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4) follow up. It was reported the plunger would not depress once the medication was drawn into the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows four needles with the plastic shield assembled to syringes. Two of the syringes have the rubber stopper at the 0.2m mark and the other two syringes have the rubber stopper at the 0.1ml mark. No other information could be obtained from the photo. A device history record review was completed for provided material number 305106, lot 2004759. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received doe 24-sep-2024.

Manufacturer narrative:
Pr (B)(4) follow up it was reported the plunger would not depress once the medication was drawn into the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows four needles with the plastic shield assembled to syringes. Two of the syringes have the rubber stopper at the 0.2m mark and the other two syringes have the rubber stopper at the 0.1ml mark. No other information could be obtained from the photo. A device history record review was completed for provided material number 305106, lot 2004759. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.